Event description:
The user facility reported a 65-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. After a check of the motor current, several spikes occurred around 20 min before doctor's call. After request of anticoagulation status, the physician confirmed that activated partial thromboplastin time out of range for the whole day before his arrival. Reduction of flow up to 0.0 lpm. Probable clot formation was presumed, then confirmed after pump removal.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported low pump flow and suspected thrombus has been completed. The impella device was returned for evaluation. Visual inspection found biomaterial wrapped around the impeller. Data logs show a spike in motor current and active suction alarm preceded by low pump flow during the start of the case. The cause of the low pump flow issue was most likely biomaterial, based on data log review. The instructions for use states ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. It also states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿